Manufacturer narrative:
Site reported the light adjustable lens was explanted due to zone formation from ambient uv light exposure. Rxsight's first awareness of this event was on (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. Visual inspection and optical testing could not be performed due to the condition of the lens.

Event description:
Site reported the light adjustable lens was explanted due to zone formation from ambient uv light exposure. Rxsight's first awareness of this event was on (B)(6) 2022.